Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided inappropriate therapy due to noise oversensing. Technical services (ts) review of device data and noted several incidents where inappropriate therapy was provided. Several episodes were noted to be similar with suspected myopotential noise. There was also atrial fibrillation (af) which changed morphology causing t wave oversensing, however therapy was not provided. Ts recommended troubleshooting options. This s-ICD system remains in-service. No adverse patient effects were reported.